Event description:
During the device check, after the patient use, the thermogard console (sn (B)(4)displayed a mid:23 (patient probe offset) error message. A reboot of the device did not clear the error. No patient involvement.

Manufacturer narrative:
The customer's reported complaint of the "thermogard console (sn (B)(4) displayed a mid:23 (patient probe offset) error message" was confirmed during the review of the event logs but was not confirmed during functional testing. The reported issue was not replicated during testing, and the thermogard console functioned as intended. During visual inspection of the thermogard console, no physical damage was observed. During the review of the event logs, a mid:23 error message was observed, thus confirming the reported complaint. During initial functional testing, the thermogard console passed all the tests without any fault or error. Further investigation is pending to determine the root cause for the mid:23 error. A follow-up report will be filed when the investigation has been completed.

Manufacturer narrative:
The console was extensively tested multiple times, however, the reported mid:23 (patient probe offset) error message could not be duplicated during the testing. The thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits. The thermogard console is a reusable device that was manufactured in october 2013 and is more than 9 years old. The customer was offered to replace the console with the new one.